Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, over infused. It was reported the pump indicated the volume was still at 98 ml, 5fu to infuse out of 100 ml, however the reporter stated the weight of the cartridge compared to an empty cartridge indicated the volume remaining was estimated at 2 ml. No adverse patient effects were reported. No additional information is available at this time.